Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a right atrial (ra) lead was dislodged. The physician decided to explant the ra lead and a new lead was replaced. No patient symptoms were reported.

Event description:
New information received that the patient presented to clinic for follow up.

Manufacturer narrative:
Laboratory had re-investigated the analysis of the atrial lead. The analysis conclusion was completed and updated. Based on the latest analysis findings, the reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in two pieces. The reported event of failure to capture was not confirmed. No indication of conductor fractures or internal shorts via electrical testing performed. Visual inspection of the lead found no anomalies except for procedural damage. All tines were intact and undamaged.

Manufacturer narrative:
Final analysis performed via visual examination found no malfunctions.

Event description:
New information received that the atrial lead dislodgement was confirmed visually and associated with no capture. The patient was stable throughout.